Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Troubleshooting options were recommended to assess for the cause. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).